Manufacturer narrative:
The patient's age was reported as in the "70s". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by the patient during the pd procedure. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis. Pd therapy was ongoing. The patient was recovered from the peritonitis and was retrained on the proper aseptic technique. No additional information is available.